Event description:
Information was received from the provider that the device overheated and the enclosure of the device appears to have been damaged. The patient was not using the device at the time of the reported incident and there was no reported patient harm. The device was evaluated and thermal demage was found on the bottom of the device near the power outlet. It appears that a failure ofthe solder joint on the ac inlet may have contributed to the event.